Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. During the analysis of the returned device, it was revealed that the stent was deformed. The functioning test cannot be performed due to the condition of the returned device. However, based on the returned device, it can be presumed that there was friction felt advancing the stent and this caused the stent to prematurely deploy. Therefore, a probable cause of procedural factors will be assigned to the reported and analyzed event, as these defects appear to be associated with a product that met the design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural or anatomical factors during use.

Event description:
During the analysis of the returned device, it was revealed that the stent was prematurely deployed during use. No clinical consequences reported to the patient.